Manufacturer narrative:
Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller log file showed a low speed alarm and the lvad clinicians suspected an issue with the percutaneous lead (driveline). The manufacturer's technical services representative reviewed the log file and reported a couple of low speed alarms likely due to something passing through the pump. An update was received on 11jun2018, and it was reported that the cause was unknown and unable to be reproduced. The patient was asymptomatic and no treatment was provided. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. The report of low speed hazard events was confirmed based on the submitted log file. The center reported that the patient was asymptomatic, the event could not be reproduced and the patient was not given any treatment. The cause of the captured event could not be conclusively determined. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.